Manufacturer narrative:
The initial MDR inadvertently did not attach the article referenced in this report. Report source, corrected data: the initial manufacturer report inadvertently did not include the literature as a report source.

Event description:
An article titled ¿vagus nerve stimulation in pediatric patients: is it really worthwhile?¿ was received which detailed the impact of vns on seizures and quality of life. The study involved a retrospective review of 30 vns patients that were implanted between 2008 and 2013 at a single pediatric hospital. Follow-up periods ranged from 6 to 36 months. Mean reduction in seizures at 6 months was 38%, with a reduction of 43% at 12 months, 42% at 24 months, and 54% at 36 months. At least half of all patients were classified as responders. According to the quality of life scale, 54% of the families rated the effect of vns as either very good or good while 39% rated it as fair. The article concluded that vns is a safe palliative treatment that is generally well tolerated, partially effective for controlling drug-resistant epilepsy, and exerts a positive effect on quality of life. Adverse events related to vns were documented. One patient presented with acute urinary retention which was reported in manufacturer report # 1644487-2014-01936. One patient developed a superficial wound infection which was reported in manufacturer report # 1644487-2014-01935. This report involves one patient who underwent surgery due to a device malfunction. It was noted that the patient¿s device worked well upon implant. Attempts for additional relevant information have been unsuccessful to date.